Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had locked and become unresponsive. The customer stated the pump rewinds slower than in the past. The customer had taken out the battery, reinserted it, completed a full set change and completed a rewind. No harm requiring medical intervention was reported. Troubleshooting was not completed as the customer could not be reached. The customer stated the issue had occurred a couple of times. The insulin pump will not be returned for analysis.